Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results, there was the possibility that the reported phenomenon was attributed to no video signal transmission due to failure of other devices such as the sdi cable and the monitor.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During laparoscopic colectomy, the light from the light guide went off and the endoscopic image became dark. This problem was temporarily resolved when the user rebooted the device. However, the endoscopic image became dark again. The user replaced the endoscopic system with another one and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.